Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several disconnection incidents involving the davol hemovac drain have been reported at euosh. Since may 8, five official reports noted tubing dislodging from the drain side. Staff have started securing the drain to patient gowns and submitting safe reports. Informal feedback suggests the issue may be widespread. A manufacturing change, possibly related to materials, is suspected. Escalation to davol is requested for investigation.

Manufacturer narrative:
The reported event was unconfirmed. Received (1) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted three opened (with original packaging), suction evacuators. Visual inspection of the sample noted that the two of the evacuators with y-connectors was unable to test and the wound drain was not received, along with one evacuator received with wound drain. Using the evacuator with wound drain deflated evacuator and set up beaker of water with 1000ml and 20ml mbs. The wound drain was able to suction water with no difficulties; the tubing's did not dislodge at any point during test. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a labeling review is not required. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several disconnection incidents involving the davol hemovac drain have been reported at euosh. Since may 8, five official reports noted tubing dislodging from the drain side. Staff have started securing the drain to patient gowns and submitting safe reports. Informal feedback suggests the issue may be widespread. A manufacturing change, possibly related to materials, is suspected. Escalation to davol is requested for investigation.